Event description:
Hill-rom received a report from the account stating the brakes not set alarm did not work. The bed was located in room 3 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).